Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with cipro (unknown dose, route, and frequency) ongoing. The cause of the peritonitis was a breach in aseptic technique further described as the patient made mistake/touch contamination as the patient touched the transfer set with his fingernail. It was reported the patient was not retrained on proper aseptic technique. Dianeal therapies were ongoing. The patient was discharged six days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.